Manufacturer narrative:
The pump was unable to prime during prime test and motor error alarm during basic occlusion test due to faulty force sensor resistor. The motor passed motor test. The pump was received with minor scratched display window. The pump was received cracked case at display window corner, cracked battery tube threads, and with cracked reservoir tube lip.

Event description:
The customer reported via phone call of issues with their insulin pump. The customer states the pump alarmed for motor error alarm. The customer's blood glucose level was 150mg/dl. Troubleshoot was conducted. The customer was advised the pump would be replaced and returned for analysis.